Event description:
It was reported to philips that the system would not turn on. The device was in clinical use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the undergoing diagnosis procedure was performed when the issue happened. The procedure was completed by moving the patient to another room and using another system. The philips field service engineer (fse) visited onsite and confirmed the reported issue. After reviewing the log file, there is a malfunction on flex vision pc. To resolve the issue, fse implanting correction and replaced the flex vision pc and return the part for further analysis and it found that failed component is main pcba. After implanting correction and replaced the flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.